Event description:
It was reported that the rotawire was fractured. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A rotawire drive was selected for use. During the procedure, it was noted that the rotawire was broke at 1cm before the radiopac tip in distal lad during the torque replacement. The device was removed from the patient in one piece and snare with 2 angioplasty wires. There were no patient complications reported.